Manufacturer narrative:
During the eval of the device at the MFR's service ctr, "ventilator inoperative" and "service required" codes were observed in the ventilator's downloaded error log. The device's blower motor and system board were replaced to address the issues.

Event description:
The MFR received info alleging a ventilator was alarming. There was no harm or injury reported.